Event description:
The complainant reported that an impella rp was implanted via percutaneous right femoral vein for mechanical circulatory support. The impella rp had a sensor malfunction. The procedure was successful. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the placement signal issue was unable to be determined due to lack of product and data logs returned for analysis.